Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date a cable tensioner broke during sterile processing. There was no patient and procedure involvement. This report is for one (1) cable tensioner with pistol grip. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history part # 03.221.015, synthes lot # p276230, supplier lot # p276230, release to warehouse date: 21jun2017; 26jul2017; 22sep2017, supplier: (B)(4), no ncr's were generated during production. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service & repair evaluation the customer reported the cable tensioner broke. The repair technician reported the inner slide shaft was received disassembled from the shaft. Damaged component is the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair on 26-sep-2018. The vendor reported the inner shaft had a broken weld which could not be repaired. The vendor was unable to repair the device. The item failed synthes final inspection on 12-oct-2018 and will be forwarded to customer quality for further investigation. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device evaluation: device interaction/functional. Supplier investigation (including visual and functional inspection): the supplier investigated the device with the following results: visual inspection confirmed that the housing cap broke at the weld on the cam shaft. Weld material is visible at the end of the shaft. See photo in attached report. Dimensional inspection found the end of the cam shaft to meet print. Functional testing could not be conducted due to the broken housing cap. Additionally, the housing cap could not be located. It was not sent back with the tensioner. A DHR review was conducted and found that the device met manufacturing specification prior to shipping. A review of past occurrences has determined that, within the last four years, this is the 1st confirmed occurrence of the housing cap breaking at the weld for this design of tensioners. Date of manufacture: 4/06/2017 date of failure: 10/24/2018 days to failure: 566 h3, h4, h6: investigation summary: background: it was reported that on an unknown date, a cable tensioner broke during sterile processing. There was no patient and procedure involvement. Further investigation will not be performed at this time as the risk associated with this occurrence is low for both patient and user. This complaint will be logged for trending purposes. No manufacturing related issue was identified and/or confirmed. A root cause could not be determined with the information obtained in this complaint investigation. Dimensional inspection: during the document/specification review the following drawings, reflecting the current and manufactured revisions, were reviewed. -cable tensioner with trigger handle. Conclusion: the device was investigated by the supplier who determined that the complaint is confirmed, agrees with the complaint description, and can be replicated as the tensioner was found to be broken. It was determined that the issue was due to the housing cap breaking at the weld on the cam shaft. No design or manufacturing defect or deficiency was observed during the investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Initial reporter is a sterile processing department (spd) manager. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the cable tensioner piston was disengaged and non-functional.